Event description:
It was reported that the pt underwent a catheter revision. No reason for the revision was provided. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results - used for the catheter.